Manufacturer narrative:
Reference number (B)(4). Catalog number in d4 is the international list number which is similar to us list number of 062910. The device involved in the event remained implanted; therefore, a return sample evaluation is unable to be performed. A stoma site infection is a known complication of a peg- j tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2021, a patient in greece underwent a procedure for the placement of percutaneous endoscopic gastrostomy-jejunal (peg-j) tubes. On 29/jun/2025, it was reported due to granuloma, redness, fluid, bleeding and fistula at the stoma site, oral antibiotic augmentin 875+125mg was administered starting on (B)(6) 2025. The granuloma has subsided and the stoma site is in good condition.